Event description:
Reporter indicated that the pt's device registered high impedance on a sys diagnostics test. The pt is to have a full replacement, but no date for the procedure has been set. All attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.